Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000144, product ID: m021083c001, version #: 4.2.1. H3) the manufacturer representative (rep) went to the site to test the imaging system. They were not able to the reported allegation. They were able to verify proper operation of the door open and close function. No issues found. Performed system checkout. The software team reviewed the complaint data analysis and found that the event was due to a user workflow issue as per the log review. "Move door open button pressed. All short door open presses with no errors." Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the gantry was not opening properly and felt like it was "getting stuck". Site stated that the pendant appeared to be functioning as intended but thought that the issue was with the gantry itself. No further information available. Patient present.